Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, service history review, and a review of the alarm log were performed. The reported issue was verified in the alarm log and during visual inspection, revealing that the device presented the f-38 alarm. The f-38 alarm was caused by force sensing resistors out of range. The action taken was to replace the tube misleading sensor. The product was serviced to meet specifications. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented a f-38 alarm (malfunction in tube misloading detection circuitry) alarm. This occurred before use. There was no patient involvement. No additional information is available.